Manufacturer narrative:
Device evaluated by MFR? The ventilator was returned to the distributor on 01/07/08, and it was forwarded to manufacturer/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.